Manufacturer narrative:
Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) study. Same case as MFR report#: 2134265-2017-01280. It was reported that post a coronary artery drug eluting stenting treatment procedure, the patient had myocardial infarction (mi). In (B)(6) 2016, clinical status assessment indicated that the patient¿s qualifying condition as stable angina (ccs classification: 2) and the patient was referred for cardiac catheterization. The target lesion was located in the mid right coronary artery (mid rca) with 90% stenosis and was 40 mm long with a reference vessel diameter of 4.00 mm. The target lesion was treated with pre-dilation and placement of 3.50 x 32 mm and 4.00 x 12 mm synergy ii stents, with 0% residual stenosis. One day post index procedure, elevation in cardiac enzymes was noted and an event of pre-interventional mi was reported. Site has confirmed that the elevation was due to occlusion of small side branch. The patient was discharged on antiplatelet clopidogrel the next day.